Event description:
It was reported that a preloaded intraocular lens failed to be implanted as one of the haptic was not deployed correctly. We've learned through follow up that there was patient's contact since the implant was inserted. And the leg failed to unfold. The surgeon tried to rotate the implant so that the leg would unfold. He used viscoelastic lavage to try to get the leg to unfold. As a result, the incision was enlarged. The lens was removed and a backup implant was inserted. No further detail was provided.

Manufacturer narrative:
Section a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code 4581: no code available (incision enlarged) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.